Event description:
It was reported by service report that there were exposed sharp edges on the broken manual release lever. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Exposed sharp edges on the broken manual release lever.